Event description:
It was reported that during the procedure, two screw stripped while torquing. Screws were removed and replaced. While replacing screws, it was found that one of them would not lock. Surgeon decided to remove plate and screws. Another same sized plate was implanted. Three screws torqued as usual, the fourth would not lock. Screw was removed and not replaced. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Additional parts involved in event;part no. Description14-530162 valiant lumbosacral plate 37mm14-530192 5.5x24mm screw14-530203 6.25x26mm screw